Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event. The patient was brought to the hospital and needed to be externally resuscitated. After this, the patient was transferred to the ICU and was intubated. This device did not store episodes with shock therapy delivered. One episode with anti-tachycardia pacing (atp) delivered was noted. Further information was received that the electrophysiologist believed the patient to be in an agonal rhythm at the time of the reported observations. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event. The patient was brought to the hospital and needed to be externally resuscitated. After this, the patient was transferred to the ICU and was intubated. This device did not store episodes with shock therapy delivered. One episode with anti-tachycardia pacing (atp) delivered was noted. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event. The patient was brought to the hospital and needed to be externally resuscitated. After this, the patient was transferred to the ICU and was intubated. This device did not store episodes with shock therapy delivered. One episode with anti-tachycardia pacing (atp) delivered was noted. No additional adverse patient effects were reported. At this time, this device remains in service.